Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). During functional testing, the device would not power on when connected to the original battery pack, but powered on and functioned in high mode, but not in low mode, when connected to the lab battery pack. Visual inspection of the interior of the battery pack found the batteries had leaked inside the pack. Visual inspection of the interior of the handpiece found the low mode trigger electrode was not making contact with the motor electrode when the trigger was in the low mode position. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, this complaint product didn't work like as usual. No additional information was available to be provided. Evaluation of this device found indications of battery leakage. No adverse events were reported as a result of this malfunction.